Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an apex balloon catheter. The balloon was loosely folded with blood in the balloon and lumen. There was tip damage. The balloon, markerbands, proximal bond and tip were microscopically examined. The balloon was completely split in half circumferentially and longitudinal tear was identified in the balloon wall. Microscopic examination of the balloon presented no irregularities in the balloon material, markerband and proximal bond that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-09372, 2134265-2016-09373 and 2134265-2016-09374. It was reported that balloon rupture occurred. The target lesion was located in the heavily calcified right coronary artery (rca). After rotational atherectomy was performed, a 3.00mm x 20mm apex¿ balloon catheter was advanced to dilate the lesion. However, during the first inflation at 12 atmospheres, the balloon ruptured. The device was removed and a 12mm x 2.50mm nc quantum apex¿ balloon catheter was advanced. Upon the first inflation at 22 atmospheres, the balloon ruptured. The device was removed and exchange with a 20mm x 3.50mm nc quantum apex¿ balloon catheter. However, during the first inflation at 22 atmospheres, the balloon ruptured. The device was exchanged with a 20mm x 4.50mm nc quantum apex¿ balloon catheter; however, the same issue occurred as the balloon ruptured during the first inflation at 22 atmospheres. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.